Manufacturer narrative:
Analysis confirmed the customer comment that the upper case was broken, the encoder knob was pushed inside of the device. It was additionally noted that one knob was missing, the output connector assembly was broken and the display wires were pinched (insulation not compromised). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) knob was broken. It was also noted that the knob would not reattach to the external pulse generator (epg) and was not functional. The epg was returned for service. There was no patient involvement.